Manufacturer narrative:
Only "other-cremation staff" should of been selected.the device was returned for evaluation after the patient was reported to have expired. Ate testing was performed and the device was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15302. It was reported that patient deceased and the primary cause of death was unknown.